Event description:
Event description: during the case, the physician treated the stone by laser. The stone was broken apart and he asked for a 6x26 stent to be opened. The stent was opened and was placed in the left ureter. He asked for one last x-ray to verify the location of the stent. In the x-ray, there was a small piece of metal in the left kidney. Upon further inspection of the .038 ptfe wire, a small 1/2 - 3/4 inch of one of the wires was broken off. The pt was redraped and the stent was removed to gain access to the kidney. A piranha grasper was opened to grab the wire. After several attempts to grasp the wire, the doctor was able to grab and pull the wire out of the kidney.

Manufacturer narrative:
Summary of findings: a review of the device history record of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake regional medical and was determined to be acceptable. The complaint narrative describes the event as, "event description: during the case, the physician treated the stone by laser. The stone was broken apart and he asked for a 6x26 stent to be opened. The stent was opened and was placed in the left ureter. He asked for one last x-ray to verify the location of the stent. In the x-ray, there was a small piece of metal in the left kidney. Upon further inspection of the .038 ptfe wire, a small 1/2 - 3/4 inch of one of the wires was broken off. The pt was redraped and the stent was removed to gain access to th e kidney. A piranha grasper was opened to grab the wire. After several attempts to grasp the wire, the doctor was able to grab and pull the wire out of the kidney." The report of damage is confirmed. As noted above, the specimen presents indications of melt damage from a high energy source located 2.60 to 3.55 cm from the distal tip resulting in a separation of the outer coil wire at 3.05 cm from the distal 3.05 cm from the distal tip. The specimen has sustained a ductile tensile overload fracture of the safety ribbon wire at 3.10 cm from the distal tip with subsequent stretching of the outer coil wraps 0.55 to 2.25 cm proximal of the separated coil wraps. The nature of the safety ribbon wire fracture, combined with the stretched coil damage, suggests the distal 3 to 4 cm were in a constraint condition prior to the tensile overload damage was incurred. The specimen also presents an offset/mis-aligned coil region located 16.4 to 16.5 cm proximal of the coil separation and several bends/kinks of varying frequency and severity scattered over the length of the device proximal of the coil and ribbon wire separations. Based on the evidence presented by the sample and the info provided by the supporting documentation it appears that clinical and/or procedural factors may have impacted on the event as reported. Corrective action: lake regional medical has no corrective action specific to the product mentioned above. It appears that procedural and/or clinical factors contributed to the event as reported. Preventive action: lake region medical has no preventative action specific to manufacturing this product differently.